Event description:
While performing the vertical osteotomy of the bsso, the resident assumed the cutting slot ended at the inferior border and continued cutting based off that. Confusion also arose when looking at the nerve to distal mandible measurements in the case report as the resident believed there should've been two measurements - one at the anterior cut of the wedge and another at the posterior. These combined resulted in the patients nerves being severed bilaterally.